Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was scratched and hard to read as well as act button needs more pushed to get register. Customer¿s blood glucose was 183 mg/dl at the time of incident. Customer stated that the insulin was squirting out during priming. Insulin pump rejected new batteries. The insulin pump will not be returned for analysis.